Event description:
The patient's sister reported that the patient began having back to back seizures and had to be admitted into the hospital. The patient¿s group home leader indicated that they are unsure if the increase in seizure is related to the low vns battery, the new medication, or a dilantin toxicity. Per the sister, the vns battery was low in march. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient's sister reported that the patient had 10 seizures in the morning and a couple over the past weekend. The patient's generator was replaced prophylactically. Prior to replacement, diagnostics were within normal limits. Product return is not expected. No further relevant information has been received to date.